Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 220 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continuous troubleshooting, but no response was received.